Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was used; however, the proximal part of the stent strut was damaged. The procedure was completed with another of the same device and no patient complications were reported.